Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted in the duodenum of a cancer patient on (B)(6), 2010. According to the complainant the patient had a blockage in the first and second part of the duodenum as a result of cancer. The patient's anatomy was tortuous. During the procedure, the guide wire was advanced across the stricture and the length was approximated to be four and a half centimeters. The physician then chose a nine centimeter stent. After the stent was deployed and fully expanded, it was observed under fluoroscopy that the length of the stent was not more then seven and a half centimeters. No action was taken to remove the stent, for it was covering the stricture. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted in the duodenum of a cancer patient on (B)(6) 2010. According to the complainant the patient had a blockage in the first and second part of the duodenum as a result of cancer. The patient's anatomy was tortuous. During the procedure, the guide wire was advanced across the stricture and the length was approximated to be four and a half centimeters. The physician then chose a nine centimeter stent. After the stent was deployed and fully expanded, it was observed under fluoroscopy that the length of the stent was not more then seven and a half centimeters. No action was taken to remove the stent, for it was covering the stricture. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
(B)(4) relates to (B)(4) for the reported issue of stent wrong size. The delivery device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the stent had been deployed and was not returned. A visual examination of the returned delivery system found that the blue outer sheath was kinked for a distance of approximately 7 mm distal to the distal end of the distal handle. The position of the radio opaque (ro) markerbands were checked in accordance with the markerband template for this particular device and it was confirmed that the ro markerbands were positioned correctly for a wallflex enteral duodenal 22x90 mm device, indicating that the stent was the correct size. No other issues were noted with the device. Based on the evaluation conducted, no definitive root cause could be determined. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted in the duodenum of a cancer patient on (B)(6), 2010. According to the complainant the patient had a blockage in the first and second part of the duodenum as a result of cancer. The patient's anatomy was tortuous. During the procedure, the guide wire was advanced across the stricture and the length was approximated to be four and a half centimeters. The physician then chose a nine centimeter stent. After the stent was deployed and fully expanded, it was observed under fluoroscopy that the length of the stent was not more then seven and a half centimeters. No action was taken to remove the stent, for it was covering the stricture. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.